Event description:
The customer reported that while the iabp was in use on a pt, the unit shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer elected to have the iabp evaluated by a third party service group. The third party biomed advised that he ran the iabp on a simulator with an intra-aortic balloon connected to the iabp for five hours. No problems were found. The iabp was put back into service. The customer has not experienced any issues with the iabp since that time.